Manufacturer narrative:
H6: investigation summary: the complaint of "false positive" was reported against the bd max instrument catalog number 441916, serial number (B)(4). Customer reported that they have received all positive results on certest on all 24 lanes. Customer ran a series of samples to determine workflow issue. Customer also noted that they heard a strange noise on drawer b. Result from series run isolated the issue to only b side with drawer having difficulty operating. Field service was dispatched. Field service determined that the drawer motor output bearing is seizing and replaced the tray drive assembly. Instrument was returned to the customer functional. No parts were replaced nor returned to bd for investigation. The complaint is unconfirmed. The root cause cannot be determined with the information provided. Investigation consisted of a review of the instrument installation, service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend.

Event description:
It was reported that while running bd max¿ system, bd max¿ instrument 24 false positive results were obtained. Confirmatory testing was performed using cepheid technique. Results were not reported and there was no patient impact. The following information was provided by the initial reporter, translated from french to english: the client reports false positives on side a and b. 24 false positive samples on the same test, certest test 444215.

Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running bd max¿ system, bd max¿ instrument 24 false positive results were obtained. Confirmatory testing was performed using cepheid technique. Results were not reported and there was no patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: the client reports false positives on side a and b. 24 false positive samples on the same test, certest test 444215.